Event description:
A customer reported an issue with a t:slim x2 charging port, which did not consistently register when plugged in, requiring the cord to be jiggled or reinserted to maintain a charge. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up from customer technical support and proceeded with obtaining a renewal pump.